Event description:
Repeated dexcom stelo sensor issues. The (B)(6) 2026 episode - monitoring 2-week session ended early. This has occurred previously. I estimate 6 varied issues in the last 9-12 months. This product has been having problems with no bluetooth connection, session abruptly stops, inaccurate readings (for example glucose readings over 250 mg consistently) etc. The product quality control is apparently not working. Patient code: 4582. Device code: 3283, 4019, 1535, 2459. Referencing report mw5183949, mw5183950, mw5183951, mw5183952, and mw5183953.